Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This patient was admitted to the hospital on (B)(6) 2015 with palpitations. This lead was found to be dislodged and it was repositioned on (B)(6) 2015. This lead remains actively implanted. Should additional information be received, this file will be updated.